Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with diaphragmatic stimulation and an observation for high left ventricular (lv) lead thresholds. Multiple vectors were tested with non-capture and continued diaphragmatic stimulation observed. The lead was programmed off and remains in the patient. No further patient complications have been reported as a result of this event.